Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the right ventricular (rv) lead helix was prematurely extended. The physician was unable to retract the helix and opted to use an alternate lead. No patient complications have been reported as a result of this event.